Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) represents the adverse event which occurred on (B)(6) 2009. (B)(4) represents the adverse event which occurred on (B)(6) 2014.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent removal surgery, wound exploration, debridement and irrigation of wound and placement of wound vav on (B)(6) 2009 during which the surgeon noted ¿the mesh to be in the cephalad position floating in the wound. It was easily taken off the granulating bed and was removed without much effort. The wound was debrided, irrigated and paced.¿ it was reported that the patient underwent recurrent incisional hernia repair surgery on (B)(6) 2014. It was reported that the patient experienced severe pain, inflammation, infection, abscess, long term wound, wound debridement, mesh migration, scarring, bulging, loss of appetite and stress and anxiety. No additional information is provided.